Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated ldh, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2020. No atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended with stable parameters. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an increased ldh (lactate dehydrogenase). A cta (computerized tomography angiography) was negative for outflow graft thrombus and twisting. The patient was aggressively diuresed and their symptoms improved. The patient was started on brilinta in addition to warfarin and asa (acetylsalicylic acid), the ldh went back down to baseline.

Manufacturer narrative:
Section d4, h4: correction